Event description:
The pt was seen because he had rec'd some shocks. On interrogation of the device, the dr noticed that the pt had 12 high voltage charges of which one was delivered. On review of the associated electrograms, lead noise was observed.